Event description:
It was reported that during a total lap hysterectomy procedure the harmonic failed to work. They retested the handle and it passed, when they attempted to use it again, the blade broke loose. The blade was retrieved and they opened a new one like device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.